Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged and melted and with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad

Event description:
It was reported that during a gastrectomy, the blade was broken off outside the patient. No pieces fell into the patient. The device was used for the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not contact with something hard such as a forceps or a clip.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.